Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, he was unable to toggle the high alerts from off to on. No additional event or patient information is available.